Event description:
It is reported that the patient was revised due to hip dislocation.

Manufacturer narrative:
Evaluation summary: as returned, the liner has damage marks on the articulating surface, constraining fingers, locking features. It is unknown if the damage caused to the liner was from extraction or as a result of the dislocation. There are scratches present on the femoral head as well as femoral facing side of the constraining ring. These implants are checked for compatibility and found compatible. Compatibility cannot be checked for shell and stem as required information is not available for them. Neither the operative notes nor the x-ray photographs are provided for primary surgery. It is unknown if the proper surgical technique was followed. No information is available on patient's hip muscles tension and anatomy. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence or product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.